Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic with palpitations due to a fast atrial rate and oversensing on the atrial channel that resulted in automatic mode switching. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.